Manufacturer narrative:
The lead was not returned for analysis since it was surgically abandoned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. In addition, noise was noted and lead fracture and insulation damage was suspected. As a result, this rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.